Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260 mg/dl. Reportedly, the customer did not know the cause of the high bg. The customer stated that they had recently bolused to address impacted bg level and will continue monitoring bg levels.